Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown. Align's clinical review of available shows the original treatment plan included more than 4 mm of mesialization for tooth #4, which represents a significant orthodontic movement that can impose considerable biomechanical stress on a tooth already compromised by extensive restoration or prior endodontic treatment. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient required extraction of tooth #4 and is requesting space for an implant. No additional information is available at this time